Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low insulin alert and low power alert were received simultaneously and became frozen on the pump screen. The customer was unable to clear the alerts. During troubleshooting with tandem technical support, the alerts were able to be cleared. There was no impact to the customer's blood glucose level.